Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: oct 4, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the healon pro was received within the original packaging and the reported lot number was confirmed. Returned sample consisted of an activated syringe with holder, plunger rod, glass cylinder and cannula. A small bottle containing a foreign material loose (suspended in a solution), as it was described in the complaint narrative, was also received. The foreign material observed in the customer's eye is the material received for analysis. The material was identified as cellulose. The spectrum of the material obtained from fourier transform infrared spectroscopy (ftir) micro-spectroscopic analysis was spectrally similar to a material identified as ¿natural cotton¿. The reported event is confirmed. However, cellulose (natural cotton) is not used in any of the production areas during the manufacturing process of the product. In addition, filtration of the healon pro solution prior to being filled into the glass cylinder is performed through a cartridge filter (5¿m pore size, polyvinylidene fluoride with polycarbonate filter housing). Therefore, there is no indication that this material has been introduced during the production of the healon product. Conclusion: as a result of the investigation, the complaint issue could not be confirmed to be related to the manufacturing or design process. A defect and the source of this material could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noticed a black thread being ejected out of the ophthalmic viscoelastic device (ovd) syringe into the patient's eye. The doctor was able to remove the thread from the patient's eye. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the healon was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.